Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard missing identifying color. The following information was provided by the initial reporter translated from japanese to english: according to the customer report product 381823 was mixed in with a product that did not have color printing (blue) on the product label.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs of the implicated 22g x 1.0¿ insyte autoguard within its device packaging. The label was printed with the correct material number, lot number, and product description with the correct IV catheter size; however, the blue color stripe was missing from the unit label. The blue catheter adapter was visible in one photo to indicate the IV catheter size. The top web appeared to be misaligned with the bottom web, which was likely a contributing factor of the reported issue. As the unit label was missing the color stripe, your report was confirmed, and the cause appeared to be packaging related. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.